Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event of infusion set cannula was crimped on(B)(6)2024. The event occurred within three hours of insertion. The insertion site was at the abdomen. The patient replaced infusion set and resumed insulin deliveries successfully no further information was available.